Event description:
The patient reported that their incision had broken open and they had an infection for which they were prescribed medication. The following physician confirmed the cardiac resynchronization therapy defibrillator (crt-d) incision site was well-healed and well-approximated at subsequent follow-up visits. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.